Event description:
It was reported that the device was not passing the accuracy test. Tried three cassettes and one was detecting an air bubble but there were no air bubbles. The event occurred during routine preventive maintenance inspection. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a failure of the (dso) downstream occlusion sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a downstream occlusion sensor (dso). The downstream occlusion sensor and seal both were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.